Event description:
It was reported that shaft broke. A 3.00 x 15mm agent drug-coated balloon (dcb) was selected for treating in-stent restenosis. During procedure, after loading onto guidewire and advancing the balloon to the lesion, the shaft broke. Device was removed completely with no issue. The procedure was completed using alternate device. There was no patient complication reported.